Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the delivery balloon. The 75% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. The lesion was not pre-dilated. The physician attempted to advance a taxus liberte' 2.5x24mm stent to the lesion site but was unsuccessful as slight resistance was met proximal to the lesion site. The stent delivery system was removed from the patient and it was noted the stent had moved on the delivery balloon and was located on the distal tip of the catheter. The procedure was completed with another device. No patient complications were reported and the patient status was reported as "good".